Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 555 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 275 mg/dl, 513 mg/dl, 375 mg/dl, 194 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer treated high blood glucose with correction bolus. Customer was admitted into hospital as a result of high blood glucose a couple of years ago. The insulin pump passed high pressure test. Customer reported that bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.